Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d low sorb ss 1.2m was cracked. The following information was provided by the initial reporter: staff reported intralipid tubing on pump alarmed occluded. When assessing the line, a small crack was noted just after the filter. Fluid was leaking out.

Manufacturer narrative:
H6: investigation summary one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Evaluation of the submitted sample show that the infusion set tubing was damaged at the outlet port of the filter. The tubing appears to have been kinked and a tear has almost completely separated the tubing from the filter. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. A root cause for the failure could not be fully determined, however, investigation of the issue at the manufacturing facility revealed that wearing and/or misaligned tips of the expander used during assembly can lead to the damage of the sleeved tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the as lvp 20d low sorb ss 1.2m was cracked. The following information was provided by the initial reporter: staff reported intralipid tubing on pump alarmed occluded. When assessing the line, a small crack was noted just after the filter. Fluid was leaking out.